Event description:
It was reported that the ilet user experienced elevated blood glucose throughout the day, had previously administered external subcutaneous insulin by pen without disconnecting the ilet to reduce glucose, and later completed a supply change and successfully resumed insulin delivery with glucose returning to range. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no injury, no medical intervention beyond user-administered backup therapy, and no hospitalization. Investigation included customer interview, product-use troubleshooting, and education regarding avoiding concurrent external insulin while connected to prevent insulin stacking and algorithm maladaptation. Investigation of this case revealed normal device function following the supply change, with user technique and off-system insulin contributing to the hyperglycemia while connected. It was concluded, based on previously established findings for similar reports, that the cause was use error and user mishandling with no device malfunction.